Event description:
It was reported that the customer's insulin pump had damage to the screen. The customer's blood glucose was 77 mg/dl. The customer stated that there were cracks and scratches on the screen and that the display appeared black and smeared. The customer believed that the insulin pump had been dropped but was not sure of the details of the incident. Advised that the customer's insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.